Event description:
The customer's mother called to report that her son was hospitalized for high blood glucose levels, with a reading of 462 mg/dl. The customer also had ketones. The mother also reported low battery life. Troubleshooting was not possible at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.